Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This event was reported by mhra which transferred a report from an unknown customer. Mhra reference number: (B)(4). Submission on: 11 march 2024 by the customer. Date of incident: (B)(6) 2023. Cusa and sonopet surgical equipment. No info about reference or serial number what is the current location of the device? Unknown. "This patient underwent an awake craniotomy for resection of left frontotemporoinsular tumour on (B)(6) 2023. During the procedure, there was failure of the surgical equipment (cusa), which required multiple replacements of the handpiece/machine - 2 hand pieces and 1 machine during the procedure. At the end, the equipment was still not working. As a result, the tumour resection was performed using bipolar and suction (which is another acceptable means of resecting tumour but not ideal in this case due to high risk of vascular injury). In this case, there was an injury to the large vessel supplying the brain (middle cerebral artery), resulting in a major stroke for this patient. This complication, although is a recognised complication from a high risk procedure such as this, could potentially be avoided if there were no equipment failure, which in turn resulted in distraction and prolongation of the operation. The complication could still happen even if the equipment was working. At the time of this operation, cusa (which was also due to be upgraded to a newer current model) was at the end of its procurement contract. We were supposed to use sonopet, which was the replacement for cusa as the ultrasonic aspirator for tumour. However, on that day, the disposables (tips) for sonopet were not available. Therefore, I had to use cusa on that day."